Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that a whitish foreign material was found inside the j-tube during maintenance. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that there was a whitish foreign material was found inside the j-tube and was most likely a result of insufficient reprocessing, additional findings were as follows: the switch box was cracked, the plastic distal end cover was burnt, the bending section cover adhesive was detached, the grip, the adhesive around the light guide lens both has discoloration, the air/water cylinder, the suction cylinder both has no color, the scope cover, the scope connector-case unit, the objective lens, all have a scratch, and the angulation has play. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.